Event description:
It was reported by a surgeon that following a da vinci-assisted esophagectomy procedure, one of the "patients that he used a [sureform] stapler on had a leak." The type of sureform stapler instrument, the reload used, the procedure details, the cause and severity of the leak, any medical interventions, and the patient's current status are unknown. Intuitive surgical, inc (isi) contacted the surgeon multiple times to obtain additional information; however, at the time of this report, no further information has been obtained.

Manufacturer narrative:
Based on the current information provided, the cause of the post-operative complication cannot be determined. A product has not been returned to isi for evaluation. A review of the system logs and the device logs for a sureform stapler reload cannot be performed at this time due to insufficient information. No product number or lot number was provided, and the device was not returned to intuitive surgical, inc. For evaluation. This complaint is considered a reportable adverse event and malfunction due to the following conclusion: following a da vinci-assisted esophagectomy procedure, "one of the patients that he used a sureform stapler on had a leak." No additional information, including which sureform stapler and reloads were used, is available. Due to the allegation against a sureform stapler instrument and post surgical "leak", this complaint was conservatively assessed as a reportable malfunction and adverse event. Specific product details (type of sureform stapler and which reload(s) was requested but no information has been provided. Therefore product information is indicated as unknown sureform reload and all corresponding device identifiers are not available.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
The following additional information was obtained via follow-up: the surgeon has not experienced any further issues with the device, and he did not provide further details regarding this event.